Event description:
The initial reporter alleged a result discrepancy when using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 8800 instrument. The customer reported that a sample initially tested non-reactive for hepatitis b virus (hbv) using the cobas mpx assay. Serology testing with the abbott alinity hbv test was reactive. The sample was repeated with the cobas mpx assay, and the result was reactive multiple times with high cycle threshold (CT) values between 39 and 40. Serology testing was again reactive. Viral load testing for hbv was performed on a cobas 5800 system, and the result was not detected. The blood donation associated with the sample was discarded.

Manufacturer narrative:
The analysis was performed on a cobas 8800 instrument (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. A review of the data indicated that the observed results, with cycle threshold (CT) values between 39 and 40, were consistent with samples at the limit of detection (lod) of the assay. At this lod, reactive and non-reactive results may occur and are expected. No additional sample material was available for further testing. The root cause of the reported discrepancy was attributed to the sample's viral load being at the assay's limit of detection. The blood donation associated with the sample was discarded, and no harm or delay in treatment was reported.